Event description:
It was reported that fluoroscopy revealed externalized conductors. All electrical measurements were normal. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped and replaced.